Event description:
Device 1 of 2. Reference MFR. Report #1627487-2013-19399. It was reported the patient experienced pocket heating while charging. The patient's system was explanted.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.